Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found the cuvettes and needles were not sufficiently washed with water. The gear pump and main pump pressure were too low. The tubing coming from the black water tank was kinked, keeping enough water from coming into the system. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for approximately 400 patient samples on a cobas 8000 c 702 module. One example was provided. The initial result was 300 mol/l. The repeated result was 80 mol/l.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative released the kinked tube, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.